Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026 at around 5:45 am, the cgm reading was 125 mg/dl. When the patient got up from bed and started walking, she felt weak and was sweaty. The patient took a fingerstick the blood glucose reading was 50 mg/dl. The patient could not move at that moment and the patients husband brought an orange juice and granola bar to the bathroom. After 15 minutes, the patient was able to get up and go the living room. The patient was feeling stable after treatment, no data was provided for evaluation. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.